Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 3357-40c ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The leads were removed. No further patient complications have been reported as a result of this event.